Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was hospitalized for meningitis. The pt experienced lethargy and a fever. The device system was explanted. The pt outcome was stated as "ongoing." The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.